Event description:
Dialysis machine detected a blood leak which was verified with reagent test strip. Blood also was noted in the dialysate. The health care professional was unable to return the blood to the pt. The reported blood loss was approx 300cc. 2/4-called facility to obtain clinical info, director of nursing will not be available until week of 2/8. Spoke with chief technician who reports that the dialyzer is available for evaluation. A response letter and mailer have been sent to the facility. 2/8/99 pt info for filing of MDR rec'd from complainant.